Manufacturer narrative:
The incident occurred approximately six months prior to ge healthcare surgery becoming aware of the event. The exact date of the event is unk. The customer reported the system operated as intended, therefore, a service call was not placed to address this issue. A MFR's investigation is currently being conducted.

Event description:
The customer reported a staff member allegedly experienced a shoulder injury when manipulating the c-arm from a lateral to anterior-posterior positon. The customer underwent a left torn rotator cuff surgery.